Manufacturer narrative:
Visual inspection of the returned device found that plate broke across the second pin hole and through the second top screw hole (from left to right). Dimensional inspection found all associated attributes of the returned part (that were not damaged form the event) were within specifications. Due to breakage and twisting some attributes could not accurately be measured. Analysis of the returned device found the device to be within specification. Analysis of the returned device indicates that the device was not a contributor to the reported event. The device was indeed broken. Based on analysis, a definitive root cause could not be determined. However the most likely root cause was delayed union.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a plate implantation. Approximately 3 months post-op, it was reported that the plate broke. Originally, the surgeon decided to leave the plate in as the patient had no pain. At an unknown time post-op, a revision was done as fusion was received. Implantation site/procedure: metatarsals, lateral cuneiform and navicular. How was the issue resolved? The physician left the broken plate in the patient till its scheduled removal.